Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical territory manager reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 35mg/dl. Customer had several low glucose values and her son gave her a glucagon. They stated that emergency medical services came to her house for treatment. The device will not be return for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not in auto mode at the time of the incident and emergency room services came to home and disconnected the insulin pump and started intravenous fluids and brought customer's blood glucose to the normal.